Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat shoulder pain. In (B)(6) 2024 and again in (B)(6) 2025 the firm received requests for MRI conditionality. Patient's system is not cleared for MRI and thus the patient elected to remove the system. On (B)(6) 2025 an explant was performed; however, the implanted leads fractured during the procedure and the physician was unable to fully remove the remaining fragments. The patient is being referred to an orthopedic surgeon to complete the explant process.

Manufacturer narrative:
There are no records of any issues or complaints with the nalu system and the patient did not report any malfunction when requesting explant. The system had been in place for approximately 3 years before attempting to remove. It is unclear the reason for the lead fracture during the procedure, but likely related to handling of the device during the procedure.